Manufacturer narrative:
Unit was received with blank display due to battery tube connector not plugged in properly. Pump also received with cracked case on display window corners and cracked on reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 383 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.